Event description:
(B)(6) advia centaur xp hcv results were observed with lot # 228 by the customer on three patient samples and considered discordant when compared to another (B)(6) test method. The discordant samples were repeated after the system was decontaminated and two of the patient samples remained (B)(6). There was no known report of adverse health consequences due to the (B)(6) advia centaur xp hcv results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the advia centaur xp system. Upon evaluation, it was found that the system had been contaminated with bleach. The fse replaced the degasser and associated valves and it was determined that the customer was adding water from a mislabeled distilled water bottle containing bleach (hypochlorite) to the system. The fse cleaned and rinsed the system with water and two of the patient samples remained (B)(6). The cause for the repeat (B)(6) results with (B)(6) lot # 228 is being investigated. The IFU states in the interpretation of results section: "(B)(6)."

Manufacturer narrative:
(B)(4). Internal studies have confirmed that this increased reactive rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the us: (B)(4). As a result, urgent field safety notice, (B)(4), was issued to siemens' customers outside the us april, 2012.